Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly. All previously reported method and results codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving hydromorphone (2000mcg/ml at 240.14592mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient was a non-insulin diabetic with ketones in their urine. The patient smoked as well. It was reported that the pump was implanted on (B)(6) 2019. The patient called the clinic on (B)(6) 2019 stating that the pump incision was red and swollen, and the patient had increased swelling to their lower extremities. The patient was not seen until (B)(6) 2019 due to transportation issues. Both lower extremities had 2+ pitting edema. The incision was well approximated but the edges were red without drainage. The patient reported sleeping in a recliner with two dogs, and their hygiene was not good. It was noted that this in addition to the patient's hygiene in combination with their medical and smoking history were all red flags for wound healing. Keflex 500mg (4x per day) was given for 10 days and lasix 20mg (orally every morning) was given. Infusion was decreased. On (B)(6) 2019 the edema was improved after the decrease and lasix. Both incisions had opened without drainage or signs of infection. The back incision was closed with prineo dermabond and the pump site was closed with dermabond and staples. On (B)(6) 2019 the back incision had healed and the abdominal incision was closing. By (B)(6) 2019 the wound was still open and was closed with sutures. On (B)(6) 2019 drainage increased and on (B)(6) 2019 the wound culture grew staph. Explant was planned for (B)(6) 2019. The event was ongoing. The clinical diagnosis was incomplete wound healing. The etiology indicated the event was related to the device or therapy and was possibly related to the implant procedure. Other contributing factors included the patient's co-morbidities and poor hygiene. No further complications were reported or anticipated.